Event description:
It was reported the physician had a difficult time implanting the valve due to indurated tissue of the aorta and annulus. Upon suturing the valve, the physician noticed one leaflet fractured. The surgeon stated he caused the fracture during implantation. Another valve of the same size was implanted. Because of the patient's tissue and difficulty implanting the valve, the pt was on bypass for an extended period of time. Additional info has been requested.